Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" june: inr = 2.4, july: inr = 2.3, august: inr = 1.4, september: 1.4 - 1.6 (re-tested three times). Patient usually runs about 2.5. She has been on warfarin dose that has been stable for many years. The first few tests in september were within range (she is usually around 2.5).

Manufacturer narrative:
Investigation pending.